Event description:
An international customer was using an insulin pump with her contour meter. She received a high blood glucose reading and gave herself too much insulin. She became hypoglycemic and had to call her physician. No other info was provided about the event. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.